Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, pain, and lymphadenopathy. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown and left side is "sore." Patient additionally reported "swollen lymph nodes, swelling of glands," "wrinkling," and "removal due to concern with the product." Device remains implanted.